Manufacturer narrative:
(B)(4). Japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported during the incoming inspection at the distributorship, a team member found debris in the sterile package. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found debris on the outside of the sterile packaging. The debris was sticky in nature and able to be wiped away. The device evaluation found sterility not to be compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.